Event description:
It was observed during the device inspection, white foreign material was inside the air/water channel of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h4 and the legal manufacturer's final investigation results. Based on the results of the investigation, ta definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: -detection method is described in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. -preventive measures are described in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.